Event description:
Pfizer vaccine - associated syringes - use for covid-19 under emergency use authorization (eua). Malfunctioning syringe and needle report reveals that between (B)(6) five vanish point syringes failed to retract appropriately. FDA safety report ID# (B)(4).